Manufacturer narrative:
The report is being submitted to provide the initial report and investigation conclusion. Technical service advised the customer to wash her nose under running water for 15minutes and consult with a doctor as soon as possible. Technical service provided the safety data sheet (sds) to the customer and no further action is required to the customer. Based on the above summary, the investigation is deemed complete.

Event description:
The consumer reported a case reagent in nose with the binax now covid-19 antigen self-test otc that occured on (B)(6) 2022. The consumer reported that they added six drops of reagent from the binaxnow covid-19 antigen self-test into the test card and then inserted the nasal swab into same test card. The consumer then inserted the nasal swab into their nostrils. The consumer reported having a burning sensation in their nose after using the nasal swab which had been exposed to the reagent. No additional information including treatment or outcome was provided.